Event description:
It was reported that 8 kit tablets experienced incorrect drug concentration/dosing reported/recorded. The following information was provided by the initial reporter: material no. 516704, batch no. By0f7z1. Dose mismatch: case #140: time 14:40. Sensor #9478 tablet: cart-3; 12:32 - fentanyl -given 200mcg displayed as 225mcg; 14:26- vecuronium-given 2mg displayed as 2.5mg; 14:36 - zofran-given 4mg displayed as 3mg. Case #141: time 18:42. Sensor #9401 tablet: cart-3 16:20 - midazolam - given 2mg displayed as 2.5mg 16:32- ancef - given 1000mg displayed as 1050 mg 16:32- ancef - given 1000mg displayed as 1050 mg 17:31- vecuronium-given 2mg displayed as 2.5 mg

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20028t03, d4: medical device expiration date: na, h4: device manufacture date: 2020-02-07. H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the team found one occurance where the signal was dropped due to a bubble which resulted in an undermeasurement. This occurance will be monitored and tracked. All other occurances were within specifications and no problems were detected.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8 kit tablets experienced incorrect drug concentration/dosing reported/recorded. The following information was provided by the initial reporter: material no. 516704 batch no. By0f7z1 dose mismatch: case #140: time 14:40. Sensor #9478 tablet: cart-3. 12:32 - fentanyl -given 200mcg displayed as 225mcg. 14:26- vecuronium-given 2mg displayed as 2.5mg. 14:36 - zofran-given 4mg displayed as 3mg. Case #141: time 18:42. Sensor #9401 tablet: cart-3. 16:20 - midazolam - given 2mg displayed as 2.5mg. 16:32- ancef - given 1000mg displayed as 1050 mg. 16:32- ancef - given 1000mg displayed as 1050 mg. 17:31- vecuronium-given 2mg displayed as 2.5 mg.